Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that one day post-implant, the right atrial (ra) lead was found to be dislodged. Attempts to reposition the lead resulted in high threshold measurements and low amplitude measurements. As a result, the ra lead was explanted and replaced. No additional adverse patient effects were reported.